Manufacturer narrative:
The customer reports one patient on a bsm (bedside monitor) is showing tachycardia on the cns (central monitoring system) but isn't audibly alarming. They have sound on the cns and that patient's other alarms are audible such as spo2. Verified clinical settings on the cns were correct with the biomedical engineer. Attempted to copy bed settings without success in fixing the audible alarm. Had the biomedical engineer go to the bedside monitor and verify the alarm at the device. No audible alarm at the bedside monitor. Had him power cycle the device, audible tachycardia alarm noted but stops alarming without silencing. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports one patient on a bsm (bedside monitor) is showing tachycardia on the cns (central monitoring system) but isn't audibly alarming. They have sound on the cns and that patient's other alarms are audible such as spo2.